Event description:
A tear in the vented bag was noted prior to case set up.

Manufacturer narrative:
Roi cps, llc performed an investigation into the cause of the damages to the vented bags containing the convenience kit. The results of the investigation were also provided to the end user facility. See attached: "spartanburg closing letter".

Event description:
A tear in the vented bag was noted prior to case set up.